Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 26. On 2026 (b)(6), non-osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: Pain. No further patient complications were reported.